Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened while locked. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a functional mitral regurgitation (mr) grade 4 and gradient 1mmhg. A mitraclip clip delivery system (cds) was advanced and the clip was deployed on the medial side of a2/p2. After deployment of the clip and removal of the cds from the clip, it was noticed the clip relaxed to 60 degrees on fluoroscopy. Mr had worsened from pre deployment assessment. Two nt clips were implanted on both sides of the xtw to stabilize and reduce mr to grade 1. The gradient was 10mmhg; however, the physician was satisfied with the results. Patient is stable. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opening post deployment could not be replicated in a testing environment due to the returned condition of the device (clip not returned). A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, a cause for the reported clip opening post deployment cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account were further reviewed by an abbott clinical engineer. The reviewer noted that ¿one (1) fluoroscopic still image was provided in which two fully deployed clips and one cds (w/ clip attached) can be seen. The reported xtw clip is centrally deployed in between two nt clips which aligns with the reported incident details that two additional nt clips were implanted; one nt on either side of the xtw clip. The clip arm angle of the reported xtw clip appears to be ~50° - 60°; this is an approximation based on visual assessment with the naked eye and cannot be confirmed. However, it is apparent that the xtw clip arms are opened beyond the fully closed position (~10°) per the instructions for use and made evident by comparison to the clip arm angle of the deployed nt which appears to be fully closed (~10°). Since no pre-deployment cine of the reported xtw clip was provided, it cannot be confirmed when, and by how much, the clip opened during or post deployment.¿

Event description:
N/a.